Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display. This report is made based on results of investigation completed on 07/08/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: the pump booted to the verify screen with dim pink contrast. There were no power reset events recorded in the black box to support a time and date reset complaint. The pump was exercised for 24 hours, the battery was removed for 6 hours, and the time and date reset to default. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).